Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. Customer reports the insulin pump had the motor arm cannot communicate with the main arm error and clear after troubleshooting. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm (variable info=0c) confirmed in the insulin pump history. Unable to determine the root cause, problem isolated to the electronic assembly.